Event description:
A customer contacted baxter's technical svc ctr regarding a drain not finished message that appeared on the homechoice display in drain 6/6. The drain volume was 771 ml. The caller had tried bypassing for various reasons but would not provide details. The baxter technical svc rep (tsr) had the caller reposition the home pt and press stop and go. The home pt drained back a total volume of 3995 ml and then went to the last fill. Home pt is on tidal therapy and ultrafiltration (uf) total=0ml. Tsr told the caller to contact the nurse regarding the uf amount. Tsr told the caller to call when any problems occur and not try to bypass without assistance. The caller did not want to return the device for eval. The home pt's nurse had no input as to potential causes of the large drain volume but stated that the pt had been in the clinic and was having no therapy complications.

Manufacturer narrative:
.